Manufacturer narrative:
Till today, the medical product has not been received for analysis, and it was therefore not possible to examine it. The analysis is therefore based on the review of the production documents of the product complained about and an analysis of the supplied data. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis of the supplied data, recorded between 31 august 2019 and 27 november 2020 as well as between 5 february 2020 and 1 october 2020, showed a very vacillating rv sensing amplitude in the first recording period between 2 and 10 mv. In the second recording period, the amplitude was sensed only intermittently between 2.1 and 8.3 mv. The analysis of the supplied iegm episodes showed no anomalies. Despite the available information, no conclusion can be drawn regarding the cause of the clinical observation. An analysis of the lead itself would be required to determine the cause. If additional relevant information or the device itself should become available, please send this also to us. The incident will then be updated accordingly.

Event description:
After an implantation period of approx. 36 months, a decrease of rv sensitivity was reported. The lead was capped and replaced.